Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly developed infection. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although, the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, the patient underwent an implantable port placement procedure using a powerport for chemotherapy delivery via internal jugular vein as part of breast cancer treatment. Five months and six days later, blood culture was performed. Next day, the patient presented with pain and redness at the port site and was subsequently found to have bacteremia due to gram positive cocci on blood culture. The patient also exhibited port site tenderness with erythema, and purulence at the port site was reported. On the same day, the patient was planned for port removal. The catheter tip was sent for cultures. Therefore, it can be confirmed that the patient had experienced pain, redness and tenderness at the port site with erythema, purulence at the port site and bacteremia due to gram positive cocci on blood culture. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (patient, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2016, a patient underwent port placement via the internal jugular vein for chemotherapy delivery related to breast cancer. Approximately five months and seven days later, on (B)(6) 2017, the patient presented with pain, redness and purulence at the port site. Subsequently, the patient was diagnosed with bacteremia, which was confirmed through the blood culture. Additionally, the patient was diagnosed with bacterial infection. Subsequently, on (B)(6) 2017, the port was removed. However, the current status of the patient was unknown.